Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that multiple high, out of range high voltage lead impedance measurements were observed. The lead was reinserted and remains implanted.